Event description:
In 2008, a metal on metal hip replacement was installed. It was deemed successful until 2017 when levels of chromium/cobalt in blood system deemed too high. Cataracts - both eyes. Rashes occasionally. Heart EKG changed dramatically, fatigue and feeling cold during this time from 2016 - 2017. Pain of implement plus chromium and cobalt into my blood. Plus muscle destruction. Believe it's depuy asr xl total hip replacement device. From internet searches, all these metal on metal hip implants are no longer manufactured.